Manufacturer narrative:
Company service representatives have worked closely with this customer to resolve the communication loss issues, which continued in february. In most cases, the system downtime was not significant, due to the fact that the system was functional after a reboot was performed. Service activity included: replacing on central station. Reprogramming one telepack. Resetting the elan. Replacing a switch in the rack room. Correcting misspatched central stations and bedside monitors. Monitoring network traffic and switching loads to better handle traffic. Reseating a cd rom drive and hard drive cables.

Event description:
The customer reported that while the system was in use, monitoring patients, along with bedside monitors and telepacks, during the customer's "go-live" following a new installation, multiple central stations and workstations experienced episodes of "communication loss". No patient injury was reported. The central station serial numbers involved were: (B) (4), (B) (4), (B) (4), (B) (4), (B) (4), (B) (4), (B) (4), (B) (4), (B) (4), (B) (4), (B) (4), (B) (4), (B) (4), (B) (4). The workstation serial numbers were (B) (4), (B) (4), (B) (4), (B) (4), (B) (4), (B) (4), (B) (4), (B) (4), (B) (4), (B) (4).